Manufacturer narrative:
The balloon catheter 2af283 with lot number 89776. Visual inspection of showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for 12 applications on the event day. The catheter failed the performance test because the system notice #50005 "the safety system has detected fluid in the catheter and stopped the injection." Appeared during the integrity test. The dissection test showed a kink on the guide wire lumen at 1.416 inch from the tip of the catheter. The pressure test showed a breach through the kink on the guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.